Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was on friday the patient had their stimulator battery at 60% and when they woke up the next morning it was down to 0%. The patient turned their stimulation off at night because it messes with their right leg. The next morning the patient charged their implant back up and turned stimulation back on and up but in 2 hours it depleted to 0% again. Pt noted if they were to turn stimulation off for any reason it would lose its charge. Pt said this issue had been going on for about a month. The issue was not resolved. The caller was redirected to their healthcare provider to further address the issue. Pt had a meeting with their hcp tomorrow at 2:30 and will try to get a rep there.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.